Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. It was reported that 15 cm of the suture at the end of the needle got split when sewing the heart in the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, does the suture appears to be unraveled or frayed, but not broken? Or is does the needle separate from the suture during the procedure? What tissue was the needle/ suture combination used on? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/09/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. The following information was requested, but unavailable: please clarify, does the suture appears to be unraveled or frayed, but not broken? Or all answers above are unobtainable. Once there is any update, we will update the information. Is does the needle separate from the suture during the procedure? What tissue was the needle/ suture combination used on?